Manufacturer narrative:
The reported event was confirmed, based on the evaluation done by hcp on provided x-ray images and operative notes. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, design & manufacturing related problems were found during the investigation. A review of the labelling indicates that the combinations of components: the tornier flex shoulder system in reversed configuration must be used in association with the aequalis reversed, aequalis reversed ii glenoid implant or tornier perform reversed augmented glenoid system. The tornier flex shoulder system in anatomic configuration must be associated with the tornier perform anatomic glenoid, tornier perform anatomic augmented glenoid or affiniti anatomic glenoid in case of total shoulder arthroplasty. However, on the available x-rays medical opinion was sought from an experienced independent medical expert as below, ¿yes, the off-label use is confirmed by the x-rays and supported by the surgical report. No adverse event regarding the tornier humeral or the humeral head. The implant used is indeed a shoulder innovations flat-back inset polyethylene glenoid implant. The imprint in the bone corresponds with the shape of the implant as well. During revision obviously on the glenoid component has been revised, the tornier stem was left in place. All components on the humeral side were well-assembled and the stem was well fixed in the humeral bone.¿ based on investigation, the root cause was attributed to a off-label use related issue. The failure was caused as patient was implanted with a tornier humeral head and stem and a other manufacturer glenoid poly device. If any further information is provided, the complaint report will be updated.

Event description:
The patient underwent a total left shoulder replacement and later experienced weakness in the left shoulder. Diagnostic tests were conducted to determine the cause. Following consultation with a new physician, it was determined that a new glenoid head was needed. The patient is scheduled for revision surgery at stanford hospital. Additionally, the surgeon informed the patient that implanted parts will no longer be provided to patients. Despite this, the patient confirmed their scheduled revision surgery. The patient is reporting pain as well as weakness in the shoulder.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The patient underwent a total left shoulder replacement and later experienced weakness in the left shoulder. Diagnostic tests were conducted to determine the cause. Following consultation with a new physician, it was determined that a new glenoid head was needed. The patient is scheduled for revision surgery at stanford hospital. Additionally, the surgeon informed the patient that implanted parts will no longer be provided to patients. Despite this, the patient confirmed their scheduled revision surgery. The patient is reporting pain as well as weakness in the shoulder.